Event description:
The customer's husband stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 73 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. It was found that the insulin pump was reading the reservoir volume accurately. It was reported that the customer had walked for miles prior to the event. It was advised that the customer revert to manual injections until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.